Event description:
Pt underwent spinal decompression bilaterally at l3/4 and l4/5 lumbar levels using baxano io-flex system on (B)(6) 2011. Surgery was uneventful and pt was discharged on (B)(6) 2011. Pt was seen in doctor's office on (B)(6) 2011 for one week post-op visit and indicated he was experiencing abdominal pain and testicular pain. A CT scan was scheduled, but pt did not show up. Pt went to emergency room on (B)(6) 2011 and underwent CT scan that revealed a 10 cm hematoma. He admitted to the hospital at that time and was seen by a general surgeon. No surgical intervention was performed since hematoma was reducing. Pt was discharged from hospital on (B)(6) 2011. Pt was seen in doctor's office on (B)(6) 2011 and stated that he was doing well and symptoms had improved.